Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows:it was reported on an unknown date that the frn arm and impactor was broken during the procedure. The procedure was delayed 40 minutes. The procedure was successfully completed. Patient¿s outcome was accepted by surgeon however inadequate reduction was shown on x-ray due to arm and impactor being broken and not being able to perform necessary steps to reduce fracture.concomitant device reported:unknown tfna nail (part # unknown lot # unknown, quantity 1),unknown locking screw (part # unknown lot # unknown, quantity unknown).this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: upon visual inspection of the complaint device it can be seen that the instrument has some signs from use. Furthermore, the instrument has hammer marks (dents) from hammering. Otherwise, the part is in a good condition. In addition, the broken off tip of the driving-cap sticks in the insertion-handle, this thus confirming the complaint description. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place or/and that inadequate connection between the insertion-handel and the driving-cap could have led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.033.001. Lot: l835674. Manufacturing site: hägendorf. Release to warehouse date: 28.may 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When they were discussing the final xrays in theater the registrar mentioned that the fracture reduction wasn¿t the greatest and that was because of the inability to back-slap as the driving cap couldn¿t attach to the aiming arm. They accepted the reduction (it wasn¿t the greatest but still enough) - no plan to revise because the reduction did suffice. The minor malalignment was due to the driving cap not being able to attach to the aiming arm which they use to back-slap after locking nail distally.